Event description:
Neither marketing management or distributor were notified of this incident until I received notice for the FDA. We have no information from the user. We have tried contacting reporter and the information is incorrect.

Manufacturer narrative:
We are not notified of this incident, therefore, we cannot evaluate the belt because of incorrect information. According to reporters description of the incident, it would be operator error as the belt is not designed to transfer residents/patients that do not have weight bearing capabilities.